Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock between with no reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
As reported: "surgeon, during bilateral total knees, tried to lock the insert in to the tibial tray of the right knee, when it didn¿t lock he used a osteotome to work the insert back out and when he did he stated that the wire fell off. This happened a second time with another insert in the same knee. We did not have any other insert as we had used two. Surgeon decided to leave an insert trial in and come back on friday(B)(6) 2018 to put another insert in at that time."

Event description:
As reported: "surgeon, during bilateral total knees, tried to lock the insert in to the tibial tray of the right knee, when it didn't lock he used a osteotome to work the insert back out and when he did he stated that the wire fell off. This happened a second time with another insert in the same knee. We did not have any other insert as we had used two. Surgeon decided to leave an insert trial in and come back on friday (B)(6) 2018 to put another insert in at that time."

Manufacturer narrative:
An event regarding a seating/locking issue involving a triathlon insert was reported. The event was not confirmed. Conclusion: the exact cause of the event could not be determined as insufficient information was provided. Further information such as pre- and post-operative x-rays and the primary operative report as well as patient history and follow-up notes are needed to complete the investigation for determining root cause. A trend analysis was conducted for the reported failure mode and concluded that seating/locking difficulties may arise from user-related issues associated with the preparation of the joint space prior to the attempted seating and with the technique required to correctly introduce the insert component to the baseplate. No further investigation for this event is required at this time.